Event description:
It was reported by the patient that the patients pulse was "under 60bpm" and that the patient expected the implantable pulse generator (ipg) "to be operating between 60 and 120bpm." Communication attempts for additional information were unsuccessful. According to manufacturer records the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).